Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the objective lens glue had peeled off. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the duodenovideoscope exhibited that the objective lens glue had peeled off. There were no reports of patient involvement.